Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical were within the technical specifications. The manufacturing processes for the pacemaker and leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 38 months, oversensing on the ventricular and atrial channel was reported. The leads and the pacemaker were explanted.